Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the remote manager refrigerator door was not opened and was jammed. A field service engineer (fse) found that the refrigerator was not working properly and was reading 52 degrees. It was discovered that someone had placed the srm in defrost mode, preventing the customer from accessing the medicine. The pharmacy removed the drugs from the refrigerator and planned to contact maintenance and biomedical engineer for repair. The refrigerator issue was determined not to be related to bd equipment. The case was then closed. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es single door refrigerator would not open and appeared to be stuck or jammed. The user attempted a storage space recovery and rebooted the station, but the reboot was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.